Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row board cable for auxiliary drawer 6 had noticeable wear and damage. A field service engineer determined that no power was going to the drawer controller. The assembly bar was damaged due to wear and tear. The field service engineer adjusted the assembly bar and repaired the plastic stopper. The drawer then latched and detached normally. All functions returned to normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.